Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: capsular contracture, baker 3.

Event description:
Healthcare professional reported a right side "baker 3 capsular contracture" the device has been replaced.

Event description:
Healthcare professional reported a right side "baker iii capsular contracture" the device has been replaced.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are:¿ capsular contracture: unable to observe as it is a medical event not related to the device.additional observations:¿ crease fold observed on the device.¿ white particles observed on the device.